Event description:
It was reported that this artificial urinary sphincter (aus) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the cuff connecting tube was found. The aus was explanted and replaced. No patient complications were reported.